Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. After loading a new cartridge with 250 units of insulin, a minimum fill notification was received. The customer used another cartridge and insulin delivery was resumed. The customer's blood glucose level was 186 mg/dl.